Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the patient¿s blood glucose that day was 400 mg/dl with large ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. During troubleshooting, it was reported that the audio-alerts were quiet. It was reported the backup vibratory alert feature functioned appropriately. This complaint is being reported because the reported health event was attributed to a pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 05/05/2017-product analysis: the device was returned and evaluated by product analysis on 04/17/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. The black box shows a replace battery alarm on (B)(6) 2017 at 06:52; deliveries resumed at 12:58. The total daily dose history was appropriate for the user programmed delivery settings. The pump was returned with the audio setting at ¿high¿. The audio alert level was found to be within specification. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint a battery compartment crack was observed. No power issues were experienced during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).